Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure performed due to an unresectable tumor on (B) (6) 2008. According to the complainant, 91 days post stent placement, the patient experienced tumor ingrowth and obstruction of the stent as evidenced by the symptom of vomiting. The stent was removed, and the procedure was completed with another wallflex enteral duodenal stent. The patient exited the study. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.